Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 69 year old male patient had hernia repair surgery on or about (B)(6) 2021. During the hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a lifecell - strattice reconstruction tissue matrix (trm) mesh. After surgery, the patient returned to the hospital and underwent a revision surgery and implantation of additional mesh on (B)(6) 2021. No other information was reported.

Manufacturer narrative:
The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 22/feb/2023, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp200271. No other information was reported. Since the catalog and sublot were not provided, the lot number has been defaulted to unknown due to system limitation; however sp200271 is a valid lot number and an investigation will be performed. It was reported through a legal event that a 69 year old male patient had hernia repair surgery on or about (B)(6) 2021 as reported in the initial: during the hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a lifecell - strattice reconstruction tissue matrix (trm) mesh. After surgery, the patient returned to the hospital and underwent a revision surgery and implantation of additional mesh on (B)(6) 2021. No other information was reported.

Manufacturer narrative:
Internal investigation into strattice lot sp200271 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 23 march 2023, of the (B)(4) devices released to finished goods for lot sp200271, 101 have been distributed with 29 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in follow up#1: the internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#2 to report the results from the internal investigation and the conclusion. The aware date is based on when the batch record review was completed. As reported in follow up#1: this is follow up#1 to report on (B)(6) 2023, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp200271. No other information was reported. Since the catalog and sublot were not provided, the lot number has been defaulted to unknown due to system limitation; however sp200271 is a valid lot number and an investigation will be performed. It was reported through a legal event that a 69 year old male patient had hernia repair surgery on or about (B)(6) 2021 as reported in the initial: it was reported through a legal event that a 69 year old male patient had hernia repair surgery on or about (B)(6) 2021 during the hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a lifecell - strattice reconstruction tissue matrix (trm) mesh. After surgery, the patient returned to the hospital and underwent a revision surgery and implantation of additional mesh on (B)(6) 2021. No other information was reported.